Event description:
Pt's wife states novolog flex pens continue to break (inside spiral) therefore, making them unable to use the rest of the medication remaining inside the pens; states this has happened with several pens. Dose, frequency & route used: use pre-meals as directed. Therapy dates: (B) (6) 2008 - current.